Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that charging the ins took too long so it was replaced. No high impedances were observed and no external factors were known. The issue was resolved. No symptoms were reported.